Manufacturer narrative:
Exemption number e2015058. The device records 9 log entries between (B)(6) 2010 and (B)(6) 2011, the longest of which lasted 52 seconds. Multiple manual power ups of varying durations were, some of ten minutes duration, were observed in the device memory between (B)(6) 2011 and (B)(6) 2013. An in range patient impedance was recorded in the technical log during this time, with 3 successful shocks being delivered. The device memory became full during this time. Investigation was unable to replicate the reported fault. Only one ten minute time out would suggest the user was power cycling the device. The device memory became full therefore no further information could be obtained on the condition of the device between the last log entry and upon receipt at heartsine, on the 16th june 2016. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.